Event description:
The customer called to report that the battery cap cracked. The customer then stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. It was also stated that the insulin pump was alarming, but the alarm could not be cleared because the buttons were not responding. No troubleshooting was performed due to the button anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.